Event description:
As reported to coloplast, the sling was implanted on (B)(6) 2009 and the patient started experiencing a slower stream on (B)(6) 2009. The patient was unable to void by (B)(6) 2009 and advised to go to the emergency room for a foley catheter. The patient was seen on (B)(6) 2009 for instruction on how to remove the foley catheter. There will be follow-up on the patient after voiding trial. The sling was not removed.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed.